Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was not returned for evaluation. Images were not provided or reviewed. However, medical records were provided and reviewed. Approximately eight years five months post filter deployment, it was identified that one filter limb was extending beyond the caval wall into the duodenum and another filter limb was extending into a vertebral body. Based on the provided medical records, the investigation is confirmed for perforation of the ivc wall. However, the investigation is inconclusive for the alleged tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with history of pulmonary embolus with contraindication to anticoagulation pending renal transplant surgery was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was successfully deployed in an infrarenal location. The patient tolerated the procedure well. Approximately eight years five months post filter deployment, filter limbs were identified extending beyond the caval wall, with one limb extending into the duodenum and one limb extending into a vertebral body. The patient was scheduled for filter retrieval to be on the transplant team, and the filter was removed without complication. Following filter retrieval, the patient developed fatigue, fevers and abdominal pain. The possibility of a small bowel abscess formation was considered and the patient was scheduled for CT scan of the abdomen and pelvis and broad-spectrum antibiotics were initiated. No additional information was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the filter allegedly tilted and perforated, with a filter limb protruding into the bowel and a filter limb lodged in the spine. Reportedly, the filter was successfully removed percutaneously. The patient allegedly experienced back pain and irritable bowel. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year later post filter deployment, the patient experienced abdominal pain. After nine months, abdomen upright view was performed which showed an inferior vena cava filter was in place and in good position at the l2-l3 level. After two months, computed tomography imaging of abdomen and pelvis without intravenous contrast was performed which showed inferior vena cava filter with prongs protruding through the posterior aspect of the inferior vena cava into the d3 portion of the duodenum. After one year and three months, the patient experienced chest pain, computed tomography angiogram of chest for pulmonary embolus was performed which showed there appears to be a filter in the inferior vena cava. After three months, the patient experienced abdominal pain, computed tomography imaging of abdomen and pelvis with intravenous contrast was performed which showed unchanged position of inferior vena cava filter with prongs protruding into the third portion of the duodenum in the posterior wall of the inferior vena cava. After one week, the patient experienced abdominal pain. After four years and eleven months, computed tomography of abdomen and pelvis without and with contrast was performed which showed an inferior vena cava filter was in place. One of the tines of the filter courses through the anterior wall of the inferior vena cava and penetrates the transverse duodenum. There are surrounding stranding below the proximal transverse duodenum. Other tines appear to be extraluminal as well, however, do not penetrate as far outside of the inferior vena cava lumen as the tine that was detailed above. After two months, inferior vena cava filter removal was performed which showed through the left internal jugular vein approach, under direct ultrasound visualization with a 21-gauge micropuncture needle the transition catheter was placed and an amplatz wire was advanced into the iliac vein. The access was dilated up to 16-french and 18-french sheath was advanced into the inferior vena cava. Next, the right common femoral vein was entered under direct ultrasound visualization with a 21-gauge micropuncture needle. The 6-french sheath was placed, and a pigtail catheter was advanced into the inferior vena cava. Inferior venacavogram was performed demonstrating a patent inferior vena cava with an infrarenal inferior vena cava filter present and one of the struts was noted to be displaced. From the left internal jugular access, a 16-french laser sheath was advanced into the inferior vena cava above the filter and through the laser sheath a bard recovery cone device was advanced and used to successfully capture the filter. The filter and inner sheath were removed, and the filter was examined on the back table to ensure all components were removed. The filter was removed in its entirety. A post procedure cavogram was unremarkable. The procedure was tolerated well by patient. There was no complication. Hemostasis was achieved after 15 minutes of manual pressure. The patient was discharged home after appropriate recovery. After ten days, post vena cava filter retrieval was performed which showed that one of the tines had perforated into the duodenum and another into a vertebral body. After eight months, one view of x-ray of abdomen was performed which showed an inferior vena cava filter has its tip at the inferior endplate of l2. Therefore, the investigation is confirmed for the alleged filter limb detachment and perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight years five months post filter deployment, filter limbs were identified extending beyond the caval wall, with one limb extending into the duodenum and one limb extending into a vertebral body. Some time post filter deployment, the filter allegedly tilted. Reportedly, the filter was successfully removed percutaneously. Following filter retrieval, the patient developed fatigue, fever, abdominal pain, back pain and irritable bowel. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient status post pulmonary embolus with contraindication to anticoagulation pending renal transplant surgery was scheduled for vena cava filter placement. The right common femoral vein was accessed and an inferior venacavagram was performed which demonstrated the inferior vena cava normal in course and caliber without filling defects. The filter introducer system was advanced and the filter was successfully deployed in an infrarenal location. The introducer was removed and hemostasis was obtained with manual pressure. The patient tolerated the procedure well without immediate complication. Approximately eight years five months post filter deployment, it was identified that one filter limb was extending beyond the caval wall into the duodenum and another filter limb was extending into a vertebral body. It was felt the filter should be removed to be on the transplant team. The filter was removed without complication. Following filter retrieval, the patient developed fever and abdominal pain. The patient experienced fatigue for a week before developing fevers again. Blood cultures were drawn which were negative. Given the perforation into the small bowel, there was concern for the possibility of a small bowel abscess formation. The patient was administered broad-spectrum antibiotics and was maintained on in-center hemodialysis. The patient was scheduled to undergo a CT scan of the abdomen and pelvis. If the CT scan was negative, a white cell scan would be considered since the abscess could be small. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for reviewed. However, medical records were provided and reviewed. Approximately eight years five months post filter deployment, it was identified that one filter limb was extending beyond the caval wall into the duodenum and another filter limb was extending into a vertebral body. Based on the provided medical records, the investigation is confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with history of pulmonary embolus with contraindication to anticoagulation pending renal transplant surgery was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was successfully deployed in an infrarenal location. The patient tolerated the procedure well. Approximately eight years five months post filter deployment, filter limbs were identified extending beyond the caval wall, with one limb extending into the duodenum and one limb extending into a vertebral body. The patient was scheduled for filter retrieval to be on the transplant team, and the filter was removed without complication. Following filter retrieval, the patient developed fatigue, fevers and abdominal pain. The possibility of a small bowel abscess formation was considered and the patient was scheduled for CT scan of the abdomen and pelvis and broad-spectrum antibiotics were initiated. No additional information was provided in the medical records received.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient status post pulmonary embolus with contraindication to anticoagulation pending renal transplant surgery was scheduled for vena cava filter placement. The right common femoral vein was accessed and an inferior venacavagram was performed which demonstrated the inferior vena cava normal in course and caliber without filling defects. The filter introducer system was advanced and the filter was successfully deployed in an infrarenal location. The introducer was removed and hemostasis was obtained with manual pressure. The patient tolerated the procedure well without immediate complication. Approximately eight years five months post filter deployment, it was identified that one filter limb was extending beyond the caval wall into the duodenum and another filter limb was extending into a vertebral body. It was felt the filter should be removed to be on the transplant team. The filter was removed without complication. Following filter retrieval, the patient developed fever and abdominal pain. The patient experienced fatigue for a week before developing fevers again. Blood cultures were drawn which were negative. Given the perforation into the small bowel, there was concern for the possibility of a small bowel abscess formation. The patient was administered broad-spectrum antibiotics and was maintained on in-center hemodialysis. The patient was scheduled to undergo a CT scan of the abdomen and pelvis. If the CT scan was negative, a white cell scan would be considered since the abscess could be small. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with history of pulmonary embolus with contraindication to anticoagulation pending renal transplant surgery was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was successfully deployed in an infrarenal location. The patient tolerated the procedure well. Approximately eight years five months post filter deployment, filter limbs were identified extending beyond the caval wall, with one limb extending into the duodenum and one limb extending into a vertebral body. The patient was scheduled for filter retrieval to be on the transplant team, and the filter was removed without complication. Following filter retrieval, the patient developed fatigue, fevers and abdominal pain. The possibility of a small bowel abscess formation was considered and the patient was scheduled for CT scan of the abdomen and pelvis and broad-spectrum antibiotics were initiated. No additional information was provided in the medical records received.